Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with investigation results should the device be received for eval.

Event description:
The customer reported incidences over the past 3 months where the caps do not tighten down on the IV catheter and it has either completely detached from the IV catheter, or leaked to a point where medications are not being administered adequately. There was no report of pt harm or medical intervention. Although requested, no further pt or event details were provided.